Event description:
Device was placed on (B)(6) 2009 and broke the following day on (B)(6) 2009 (repaired). Pt outcome is unk at this time.

Manufacturer narrative:
(B)(4). Event eval: this event is still under investigation.